Event description:
The customer reported a leak of about a drop of pink colored fluid coming from the coulter hmx hematology analyzer at the blood sampling valve (bsv) probe and on top of the instrument lower front cover. The leak was not contained within the instrument. The leak was discovered while running quality control (qc) in secondary mode. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer observed the leak coming from the junction of the rinse block and aspiration probe. The fse flushed the vacuum lines and vacuum trap, adjusted and reset the rinse block to proper depth. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was a leak from the junction of the rinse block and aspiration probe. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).